Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's global technical service center to request help with ending therapy on the homechoice device during dwell 5 of 10. The homepatient (hp) disconnected from the patient line and dropped it on the floor. The technical service representative (tsr) assisted with ending therapy. The hp would use manual supplies to complete therapy. Follow up with the nurse revealed that the patient did call her and he was treated prophylactically with antibiotics. The nurse stated that the supplies were discarded and the product information was unknown. No allegations were made against the products and device.

Manufacturer narrative:
(B)(4). This complaint for patient contaminating the line was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Not enough data is available within the complaint information to identify root cause. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.